Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 1987 internal organ perforation. Health effect impact code: 4638 endoscopic procedure, 4614 serious injury/illness/impairment. Medical device problem code: 2993 adverse event without identified device or use problem. Component code: 4755 part/component/sub-assembly term not applicable. All three patients underwent laparoscopic or laparotomy surgery. Two of them are doing well after surgery. Another patient required a second surgery. We were unable to obtain additional information on patient's current health status. The video colonoscope ec38-i10f2 has been thoroughly examined by pentax medical and no fault or deviation could be detected. Evaluation confirmed the device was fully operational when it was received at our service workshop. The cause of the reported injury in this case remains unknown as no devise malfunction was identified and the endoscope functioned as intended. The endoscope was requested from the hospital and an initial examination revealed the following: angulation little bit jerky on right and down, insertion flexible tube (ift) little bit too flexible at 20~30cm, distal end without any abnormalities, a small snag/hole was detected on the ift at 28 cm around, nevertheless the device still does not have any leakage. It was decided to send the device to our service workshop pentax medical bulgaria for a crossed inspection. The results are as following: the colonoscope ec38-i10f2 was inspected and we did not find anything suspicious, which could lead to a reason for the patient perforation. The inspector inspected the operation channel with borescope - ok. The ift, distal body and bending rubber were inspected closely for anything sharp - ok. The segment without the rubber - ok. There was no leak, image was ok, isolation test ok. The angulation was a bit degreased - normal thing. The inspector found some small cut on the ift ~ 33 cm. Pulley wire was worn out. There is a cut button and joint seal ring is worn out. To sum up the whole condition of the device is really good, it is fully operational. As the segment is 6 years old and the ift + de/channels have never been replaced we decided to replace these parts. The certain stiffness in handling described by the hospital could not be confirmed by us. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. MDR 2518897-2023-00034 was being submitted to the FDA for model ec38-i10f2, serial number (B)(6), (B)(6) 2023 event. MDR 2518897-2023-00035 was being submitted to the FDA for model ec38-i10f2, serial number (B)(6), (B)(6) 2023 event.

Event description:
During three colonoscopies on (B)(6) 2023, the patients were victims of colonic perforation requiring emergency surgery. All three examinations used the same colonoscope. These "rare and exceptional" incidents have occurred each time with a different operator who are all experienced. The doctor mentioned a certain rigidity in his handling. These events occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d4: unique identifier (UDI) corrected. F9: age of device. Evaluation summary: the endoscope was checked in france and at pentax medical bulgalria without any finding of defect which could have contributed to the perforation. Based on the content of investigated data, the root cause remains unknown. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 24-aug-2017 under normal conditions. The endoscope was reworked for covered rubber defect including covered rubber replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 30-aug-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10.